Event description:
It was reported that a pump under infused medication to a pt during a secondary infusion. During the infusion, it was observed that the pump delivered from the primary IV container during the pump controlled secondary infusion. The devic was programmed to deliver a primary medication at a rate of 5 ml/hr and a subsequent secondary infusion of cefazolin at a rate of 50 ml/hr. The infusion occurred in the micu care area at the facility and the pump performed within specification. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device in question. The eval was unable to confirm or reproduce flow from a primary IV container during a secondary infusion resulting in an under infusion. A flow rate test was performed per the spectrum preventive maintenance procedure with the uni passing. The device also passed add'l flow rate testing. Review of the device history log shows that the user confirmed the flow confirmation prompt at the start of the secondary infusion. This prompt notifies the user to ensure flow from the secondary in container and not the primary ic container. Known conditions resulting in flow from the primary container during a secondary infusion segment include an inadequate height differential between the primary and the secondary IV containers, or a high flow rate (typically above 300 ml/hr). The spectrum operators manual recommends the primary IV container be placed 20 inches below the secondary IV container to provide a gravity advantage that allows flow from the secondary IV container only, and warns the user of the possibility of primary IV container siphoning with flow rates above 300 ml/hr.